Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the fast-fix 360's t implant was pulled out when the suture was tightened. Surgery was completed with a competitor device instead. There was s surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Information was received and it was confirmed that both ts were inserted but would not stay anchored and slipped out of the meniscus, this did have any risk or intervention required and the procedure was completed successfully. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.